Event description:
On (B)(6) 2013, this pt was undergoing endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring c3 deployment system. The trunk-ipsilateral leg component and a contralateral leg component were deployed. Post-deployment imaging identified that the gore trunk-ipsilateral leg component appeared to have moved distally approximately 1cm, thereby creating a proximal type I endoleak. Ballooning of the proximal neck was performed; however, the endoleak was still present. Therefore, an aortic extender component was advanced and deployed. However, the aortic extender component appeared to have moved distally into the proximal end of the trunk-ipsilateral leg component, and the endoleak remained. The physician decided to place a cook 28mm x 43mm suprarenal cuff in an attempt to obtain proximal seal. Prior to advancing the cook cuff, imaging was performed which revealed a rupture of the aorta at the proximal end of the trunk-ipsilateral leg component. The cook cuff was advanced and deployed, and imaging confirmed the endoleak and rupture were resolved. Early on the morning of (B)(6) 2013, the pt's blood pressure began to drop. The pt was taken into surgery where the gore excluder aaa endoprosthesis and the cook cuff were explanted and the pt converted to open repair. The pt is reported to be in stable condition and is expected to recover.